Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6) implanted: (B)(6) 2023product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information was provided.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after deep brain stimulation surgery, there was delayed wound healing, bleeding from the lateral border of the frontal scalp incision, and pain at the incision site. The patient visited the emergency room due to the wound complication. The incision was located at the left burr hole site. The patient reported symptoms and sent wound photos to the surgical team for evaluation. The surgical team advised the patient to apply bacitracin to the wound site twice daily and return to the clinic in a week for evaluation. Keflex was prescribed prophylactically to prevent infection and spreading to the deep brain stimulation hardware. The event was assessed as not related to the device but causally related to the implant procedure. On (B)(6), the patient's incision was completely healed without sequelae.